Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was placed in a suboptimal position, due to the pump moving, and the catheter having a loop in the aorta. The physician made the decision to keep the position of the impella. The patient was hemodynamically stable. The patient remained on impella support and was successfully weaned. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that fluoroscopic videos received from the field showed the catheter was curved along the aortic arch. Data logs showed "impella position in aorta" alarms at the beginning of support, but the alarms soon resolved, and the placement signal metrics were within normal limits. There were no issues with the other pump performance metrics. Visual inspection of the returned product revealed a significant catheter kink between the 19-cm and 20-cm marks. No other damage or abnormalities were found. In conclusion, it was determined that the root cause of the positioning issues was most likely patient condition related. The catheter kink was likely a result of an interaction between the pump and aorta, leading to looping of the catheter and the repositioning difficulties. This report is being filed as part of a retrospective review of historical records.